Event description:
A doctor from baxter (B)(4) reported that a system error 2330 occurred after priming on the homechoice machine. The call center staff arranged to swap the device. There was no patient injury or medical intervention. No further information is available.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because, it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. The reported issue was confirmed. The root cause of the reported issue was a defect of the j4 connector of the accomp board. The j4 connector of the accomp board was replaced and the instrument met all specifications. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.